Manufacturer narrative:
The company representative replaced drive manifold (part number: 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp generated an "electrical test failure code number 58" alarm (power-up vent test failed). The patient was switched to another iabp and therapy was continued. No patient injury was reported.